Event description:
The customer reported that her olympus evis exera iii video system center was presenting an e315 scope communication error during procedure preparation. According to the initial reporter, there was no patient harm as a result of this event. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The video processor cable connector was loose and causing the reported e315 communication error. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a defective in the socket unit. Olympus will continue to monitor field performance for this device.